Manufacturer narrative:
Date of event and date of explant are estimated.

Event description:
It was reported that the patient¿s ipgs were explanted and replaced with competitor¿s ipgs approximately 2 years ago. The exact date of explant and reason for explant is unknown.

Manufacturer narrative:
Corrected data: per additional information received (b5), this event/device is no longer reportable.

Event description:
Additional information received indicates that there was no issue with the ipg. It was electively explanted and replaced with a competitor¿s device.